Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 73 mg/dl, 53 mg/dl, and 43 mg/dl. Low blood glucose symptoms were reported with these results. Customer went to the hospital, and blood glucose result on hospital meter was 153 mg/dl (timeframe between results unk); no treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.